Event description:
A leveen needle electrode was being used for therapeutic ablation of the liver. Upon opening the package, the shaft seemed to be slightly bent. When the needle was inserted into the lesion with the metal adapter, resistance was felt and the insulation was peeled off. Although the tip was punctured to the body, it was not deployed. Another unit was used instead to complete the procedure.